Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited scratch marks exposing the silver material underneath, with a small area of the tube insulation missing. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the damage to the main tube with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci splenectomy procedure, the monopolar cautery instrument was noted to have a tear in the black coating. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.